Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The device had normal operating currents and no damage was found on the lcd connector on the isolation tape. The device was monitored for several days and no low battery alert or off no power alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratches on the reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and missing end cap sticker.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.